Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent pediatric entropion osteotomy for coxa with the products in question. When inserting a 2.8 mm guidewire, the surgeon used the instrument in question, but there is an abnormal rubbing noise with the instrument when inserting the guidewire. Here was no tension on the guide wire, and when it was about 3 cm in, it would not advance and could not be pulled out. The guidewire became jammed in the instrument, and the surgeon forcibly removed the instrument and guidewire from the bone. The instrument became unusable, so he changed to a small standard, inserted a guide wire, and applied a plate, but the small was too small for the bone, so he changed again to a large standard. Since the instrument was not available, a drill guide with screws was attached to the plate as a substitute for the instrument, and the guide wire was inserted. The surgery was completed successfully with a 40-minute delay. There was a deformation observed at the tip of the instrument hole. It was confirmed by x-ray that there were no pieces left in the patient¿s body. The was no problem with bone fixation due to the use of an alternative product. The patient was reported as stable. No further information is available. This report involves one pediatric lcp hip plate guiding block for 5.0mm screws. This is report 1 of 2 for pc(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming block f/scr ø5 f/lcp paed-hippl was deformed from the edge of the distal end of the insertion hole where the wire is stuck, this condition does not contribute to the complaint condition. It is possible that the guidewire got cold-welded to the insertion hole of the aiming block. A dimensional inspection was performed for the aiming block f/scr ø5 f/lcp paed-hippl and met specifications. A functional test was performed, the guidewire was intended to be removed using forceps, however, the devices remained stuck and could not be disassembled, this is most likely due to the cold-welded condition of the guidewire inside the block. The noise condition cannot be confirmed since the devices are unable to be disassembled. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming block f/scr ø5 f/lcp paed-hippl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: conforming. Device history lot: part: 03.108.002; lot no : 1l77174; release to warehouse date: 30 oct 2018; manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: concomitant therapy date is (B)(6) 2022.